Event description:
Customer placed her finger through fan grill resulting in injury to finger.

Manufacturer narrative:
Unit design meets all FDA and et requirements for consumer safety. Device has handles for support. Not sure why user used fan grill for support. Fan grill was altered by users of the device allowing unsuspecting customer to pass fingers through grill and reach fan blade resulting in injury.